Event description:
It was reported a continuous infusion of dextrose 5% in water with sodium chloride 77 meq/l and sodium acetate 77 meq/l (1,057.75 ml), order #(B)(4), was initiated on (B)(6) 2025 at 0952. On (B)(6) 2025 at 1206, the infusion rate was changed to 72 ml/hr. Staff documented hourly volumes using infusion verify. Per report, the infusing bag was nearly empty and required replacement; the infusion was running at the prescribed rate and was not in kvo (keep vein open) mode. Staff scanned the patient, the new bag, and the pump. In the mar (medication administration record) administration window in epic, the mar action selected was new bag/given, followed by send details.this action caused the current infusion on the alaris pump to pause while awaiting confirmation of the sent details. Due to a decline in the patients vital signs and recognition that the infusion was paused, staff canceled the confirmation process on the alaris pump to quickly resume the infusion and manually selected accept in the mar. Details were sent one way to the pump; staff did not wait for the details to return from the pump to epic, per report. On (B)(6) 2025 at 0010, another new bag/given send details action was performed for alaris large volume pump. The two vasopressors, epinephrine and norepinephrine, were infusing via adjacent syringe pump channels and were not interrupted. The IV fluids were infusing at 72 ml/hr. Through the same line as epinephrine (2.82 ml/hr.) And norepinephrine (4.3 ml/hr.). The pause of the 72 ml/hr. Primary infusion reduced the carrier flow through the line, significantly altering the delivery rate of the vasopressors and contributing to a substantial decline in the patients blood pressure. The vasopressor infusions reported were norepinephrine (levophed) 128 mcg/ml in d5w and epinephrine (adrenalin) 150 mcg/ml in d5w. There was patient involvement, but the outcome is unknown. The customer has not responded to the multiple attempts requesting for additional information and product return for investigation. Bd interoperability consultant was unable to obtain hl7 infusion data. It was reported that the devices were not sequestered and unable to obtain the device logs for further review.

Manufacturer narrative:
Correction: describe event or problem. Additional information: concomitant med prod data, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue of inaccurate delivery was not identified during the customer call. Ioc team unable to pull hl7 due to the date of notification was after the messages had been purged. Customer attempted to pull event logs but did not originally sequester the device so they were no longer available for the date/time of the workflow being discussed. Dchu notified. The customer has not responded to the multiple attempts requesting for additional information and product return for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that dextrose 5 % in water with sodium chloride 77 meq/l, sodium acetate 77 meq/l 1,057.75 ml infusion, order#: (B)(4). Continuous infusion started on (B)(6) 2025 @0952. On (B)(6) 2025 @ 1206p the rate/dose changed to 72ml/hr. Used infusion verify to document the hourly volumes. The bag currently infusing was near empty and a new one needed to be hung; they were not in kvo; it was infusing at the prescribed rate of 72ml/hr. Staff scanned the patient, scanned the bag & scanned the pump, in the mar admin window in epic the mar action selected was new bag/given, then selected "send details," this caused the current infusion to pause while details are waiting to be confirmed on the alaris pump. Due to the vital signs dropping and realization of the issue, they canceled the confirmation process on the alaris pump so they could quickly resume the infusion and ended up hitting accept on the mar manually. They only sent details one-way, to the pump; they did not wait for the details to be sent back to epic. On (B)(6) 2025 @ 00:10 new bag/given ¿send details¿ to pump: alaris lvp (B)(6). The two vasopressors were infusing via adjacent syringe channels, and those channels were not interrupted. Ivfs were infusing at 72ml/hr in the same line as the epi running at 2.82ml/hr & norepi running at 4.3ml/hr. Without that 72ml/hr volume pushing the vasopressors it drastically changed the rate at which the patient was receiving the vasopressors and caused their blood pressure to significantly decline. Norepinephrine (levophed) 128 mcg/ml in dextrose 5 % in water infusion [1133298701]. Epinephrine (adrenalin) 150 mcg/ml in dextrose 5 % in water infusion [1133376767]. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.